Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the patient's oxygen saturation declined significantly and work of breathing increased when switched over to adapter neo-verso inf/neo 45' swivel. His respiratory panel came back negative so the vent was replaced with a different circuit and a new vyaire catheter but nothing changed. He stayed with his stats in the 50's-70's for over 24hrs until the catheter was replaced with avanos and within that same hour his stats were in the 90' and respiratory rate was lower. It was observed that the airway access adapter was narrower compared to others. The patient is in stable condition since switching to avanos.